Event description:
This 55-yr-old female had silicone gel implants placed in the late 1970's, but over the last couple of years has developed lumps and mammography documented extra capsular rupture on the right side. The MFR of the implants is not known to this reporting facility as the procedure was not performed here. Gross exam: right implant is focally ruptured.